Manufacturer narrative:
The reported oad was received at csi, engaged on the viperwire guide wire. A visual examination revealed that the driveshaft crown was lodged within the distal end of the saline sheath, both of which were damaged, deformed and stretched distally. There were multiple areas of axial compression damage along the saline sheath. The guide wire was removed with resistance due to the damaged driveshaft. When tested, the oad functioned as intended. Review of the device data log identified stall events during the procedure. The cause of the stall events was unknown. At the conclusion of the device investigation analysis, the report that the oad became stuck in the vessel and stuck on the guide wire could not be confirmed. There was no damage or abnormalities with the driveshaft or crown that would have contributed to the device becoming stuck in the vessel and due to the returned condition of the driveshaft the device stuck on wire event could not be confirmed. The stall event was confirmed on the device data log and may have been related to the device becoming stuck, however this could not be confirmed. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
The diamondback peripheral orbital atherectomy device (oad) spun through the lesion, and when retracted backwards through the lesion the device powered off completely due to excessive torque. The crown was stuck in the lesion. Glideassist and low speed were attempted, however the oad powered off again. A balloon was placed next to the crown and inflated. Once deflated, the oad was pulled to free the crown and likely caused the driveshaft to become stretched, resulting in the guide wire becoming stuck in the oad during removal. The procedure was completed with balloon angioplasty. There were no patient adverse events and the patient was discharged as planned.